Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of the procedure, the device was tested on two generators and exhibited endless cycling behavior without delivering energy to the tips as no effect was produced on different thickness of greater omentum but with end tone heard. Another device was then used successfully with the generator. The jaws were clean and no effective sealing was achieved because the issue occurred at the start of the procedure. There was no patient¿s bleeding.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of a gastric bypass procedure, the device was tested on two generators and exhibited endless cycling behavior without delivering energy to the tips as no effect was produced on different thickness of greater omentum but with end tone heard and with regrasp alert. Another device was then used successfully with the generator. The jaws were clean and no effective sealing was achieved because the issue occurred at the start of the procedure. There was no patient injury.